Manufacturer narrative:
The customer reported that the unit showed the message "service required" and that the opcheck failed. The unit was evaluated at philips and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post servicing testing and was returned to the customer site.

Event description:
The customer reported that the unit showed the message "service required" and that the opcheck failed.